Manufacturer narrative:
Additional event information: siemens attempted a detailed technical investigation of the reported event; however, the necessary log files were not provided, therefore, a root cause could not be identified. Later, the user admitted a use error, stating "she waited approximately 40 to 60 minutes before calling an application specialist and that now the system works fine." No device malfunction was identified. Additional action is not warranted at this time.

Event description:
Additional information was received by siemens from the reporting facility user stating that during the event, "she waited approximately 40 to 60 minutes before calling an application specialist and that now the system works fine."

Manufacturer narrative:
Patient height is 160 cm. (B)(4). Siemens has initiated a technical investigation of the reported event. The root cause of the event is unknown. Siemens will submit supplemental report upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a scan abort event occurred during a head topogram of a (B)(6) year old patient with complaint of headaches. The scan was being performed with contrast medium using the somatom go. Now system. The customer stated that after range selection for a whole head scan, the customer pressed "start exam" and the system stopped before completion of the scan. The customer did not see any popup windows or errors in the event log. After 40 ml of contrast medium (brand ultrawist) was administered, the system did the same thing and stopped scanning before the end of the range. The customer stated that this problem occurs on every head scan. Additional information regarding patient health status and additional need for rescan is unknown to siemens as of the date of this report.